Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 3,000mcg/ml, 876.4mcg/day, in a flexible dosing pattern, for intractable spasticity. On (B)(6) 2015, the hcp was attempting to decrease the basal rate and steps by 10% when she accidentally changed the infusion mode from flexible to simple continuous. She did not notice the error until the patient had left but thought the patient would be fine with the change. There were no symptoms. The hcp felt that the patient may be losing control over her disease and that she preferred to get boluses in the flexible infusion mode as it made her feel like she had some control. The patient's medical history includes multiple sclerosis. Follow-up is being conducted to obtain all information relevant to the event, such as any additional planned actions/interventions and clarification of the patient's disease control. If additional information becomes available, a follow-up report will be submitted.